Manufacturer narrative:
The following elements have blank data.

Event description:
During a colonoscopy the md took a cold cup biopsy and the tissue was bleeding. Md wanted to place a resolution clip to obtain hemostasis but was not able to pass the clip thru the scope's working channel. After several attempts we had to inject the area with epinephrine. This was repeated when after a second cold cup biopsy was obtained and the tissue bled again. Staff attempted to pass the same clip thru the scope to obtain hemostasis. The clip would not pass thru the scope's working channel. Md made sure the scope was in relaxed position and not too bent or flexed. Clip would not pass, we had to inject site with epinephrine again.

Event description:
During a colonoscopy, the md took a cold cup biopsy and the tissue was bleeding. Md wanted to place a resolution clip to obtain hemostasis but was not able to pass the clip thru the scope's working channel. After several attempts we had to inject the area with epinephrine. This was repeated when after a second cold cup biopsy was obtained and the tissue bled again. Staff attempted to pass the same clip thru the scope to obtain hemostasis. The clip would not pass thru the scope's working channel. Md made sure the scope was in relaxed position and not too bent or flexed. Clip would not pass, we had to inject site with epinephrine again.